Event description:
Additional information was received by the manufacturer via email and attached to the complaint object. The failure happened during testing. No patient involvement.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. D5: operator of device: updated. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal on the bottom was broken, and the plunger seal was intact upon receipt. The top case, bottom case and plunger head filled with dried fluid ingression, including all boards and internal components. The case corners were cracked. Error codes could not be reviewed in the event history log (ehl) due to the pump would not turn on at all. After a power up process and visual inspection of all boards was performed, the customer reported issue could not be duplicated as the pump would not power on at all, and there was fluid ingression on all the boards. The root cause for the reported issue is attributed to customer damage via fluid ingression on all the boards. The pump was beyond economical repair. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that there was a motor supply voltage bridge test failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.